Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were observed to be leaking at the septum during the loading sequence. Cartridges were not used. Customer changed cartridge to resolve the issue. Customer's blood glucose was not adversely impacted.